Event description:
Manufacturer's representative reported the pump was explanted and replaced after an implant duration of approximately 44 months. The new pump was filled with 16ml of baclofen 4000mcg/ml, for treatment of intractable spasticity due to cerebral palsy diagnosis. The daily dose was not reported. The explanted pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.